Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information revealed that the patient had past medical history, significant for: morbid obesity, coronary disease and aortic valve replacement requiring daily anticoagulation (coumadin). He presented to (B)(6) hospital on (B)(6) 2016 for treatment of long-segment be (pathology not yet known). Details of the treatment regimen are unclear, but the treatment protocol was described to medtronic as ¿standard of care.¿ coumadin was held and the patient was bridged (assumed to be with heparin) both before and after the procedure. Patient was discharged without significant complications after initial treatment. Shortly after resuming coumadin, the patient presented to (B)(6) hospital central with hemoptysis on (B)(6) 2016. The patient was moved to the ICU, the anti-coagulation effect was reversed, and an egd showed an 8cm ulceration within the area previously treated with rfa, which was not actively bleeding at that time and did not require intervention. Because the patient was stable and due to the critical need for anticoagulation secondary to the avr, anticoagulation was resumed while being closely monitored in the ICU. The patient experienced a second bleed, rapidly decompensated, experienced cardiac arrest, and expired on (B)(6) 2016. The treating physician believes that the patient¿s death was secondary to significant bleeding in the setting of necessary anticoagulation, in association with the patient¿s other comorbidities including morbid obesity and underlying heart disease. The device will not be returned for evaluation, but attempts for additional product information have been made. If additional information becomes available, a supplemental report can be submitted at that time.

Manufacturer narrative:
Medtronic reference number: (B)(4). Multiple attempts to gather additional information from the treating physician at (B)(6) hospital have been made with no response received to date. If new information becomes known a supplemental report can be submitted at that time.

Event description:
According to the reporter, a radiofrequency ablation (rfa)treatment may have contributed to the death of a patient. The reporter did not have all of the details but stated the physician told him that the patient under went the rfa ablation procedure 1-3 months ago, and some time after the procedure the patient went to a local gi doctor in (B)(6) where a bleed was discovered. The patient was treated but 2 or 3 days later died.